Manufacturer narrative:
Corrected data: MFR report 0003015876-2023-00876 emdr data indicates: FDA registration number 0003015876 - medical (physio). Emdr data should indicate: FDA registration number 3004123209 - medical (heartsine).

Event description:
The distributor contacted heartsine to report that their customer's device does not respond to on/off button presses. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.